Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c5-c6. At 61 months post-op follow-up, flexion and extension cervical x-rays show that the artificial disc has gone on to spontaneous fusion. No motion seen at the c5-6 level. No treatment was provided.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.